Manufacturer narrative:
The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on 09-sep-2011 from a physician regarding a 75 year old male patient, initials (B)(6) with osteoarthritis. The patient's medical history is significant for osteoarthritis. The patient has received synvisc (three injections) in the past on (B)(6) 2011 respectively. In the current series, the patient received his first injection of synvisc on (B)(6) 2011 (location not provided). On the same day the patient developed acute pain (hcp diagnosed this event as arthritis) and pyrexia. The patient presented to the ER at a different institute. As of (B)(6) 2011, the patient had not yet recovered from the events. At this time the reporting hcp assessed these events as non-serious and probably related to the use of synvisc in the patient. The intensity of the events was not provided. On (B)(6) 2011, the use of synvisc in the patient was permanently stopped. The patient outcome was provided as "not yet recovered". The concomitant medications the patient was on were aspirin 100mg, once per day for angina pectoris; candesartan cilexetil 40mg once per day for hypertension; rosuvastatin calcium 5mg once per day for hypertension; allopurinol 100mg once per day for hyperuricaemia; ticlopidine hydrochloride 100mg twice a day for angina pectoris; and rebamipide 100mg three times a day for gastritis. On 09-sep-2011, additional information was received from the hcp. The hcp provided the patients' medical history. The patient has a history of moderate gonarthrosis (interior knees) with stenosis and osteophytes, and the kellgren & lawrence grade is unknown. The patient also has a history of hypertension, hypercholesterolemia, angina pectoris, hyperuricaemia (all of these were confirmed by the hcp on (B)(6) 2008). The patient has been treated with nsaid's and suvenyl in the past. On (B)(6) 2011, the patient's knee joint was punctured. On (B)(6) 2011, the patient received synvisc in the right knee. Prior to the injection, the patient had no signs of infection generally, skin disease or infection around the injected knee, but had mild inflammation with swelling and pyrexia at the site. 10ml of joint fluid was aspirated before the injection. The injection was administered under sterile conditions. But after the injection, pain and hot feeling developed inside the right knee. Within 10 hours of the injection, pain and pyrexia developed. The patient visited the ER at a different institute. Suppositories (nos) and antibiotics were prescribed at the ER which led to the resolution of the pyrexia. On (B)(6) 2011, the patient visited the clinic. Swelling and pain were observed in the whole right knee joint. Yellow fluid was aspirated. The culture test of the aspirate was negative. Suppository (nos) was prescribed. As of (B)(6) 2011, the patient was still experiencing the events. The hcp concluded that the events of right knee pain, swelling, and pyrexia to be symptoms of arthritis. The hcp commented that the patient did not get enough rest after receiving synvisc and therefore the symptoms were induced. The hcp assessed the events to be "probably" related to the use of synvisc in the patient. The causal relationship was probable because the events developed 10 hours after the synvisc injection. On 21-sep-2011, additional information was received in the form of qa results without a lot number.